Manufacturer narrative:
(B)(4). Batch # t5en8g. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colon resection, the doctor was using a psee60a stapler with a gst60d gold reload. The reload was properly loaded onto the stapler and handed to the doctor. The sales rep was present and confirmed the proper preparation of the device. Upon entering the trocar, the doctor opened the jaws of the stapler and reload fell out. The reload was removed with laparoscopic instruments. Upon trying to put the reload back into the stapler, the reload did not click into place. A second like reload was opened and the doctor attempted to load the second reload into the first stapler, but the new reload would not click properly into place. The stapler was then handed off the field and a second like stapler and reload were used to complete the procedure. The procedure was delayed by five minutes. No fragments were created. There were no patient consequences reported. This is all the information known/available regarding this event.